Event description:
It was reported that this right ventricular lead was surgically abandoned due to an unspecified product performance issue. Additional information was received confirming that this lead showed oversensing and pacing inhibition. No asystole was reported, the patient felt dizziness but did not faint. No additional adverse patient effects were reported.